Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good during and post procedure.